Event description:
A facility reported that the duraseal gel (202010ds) did not form, and the product remained liquid after application. The product was stored at a controlled room temperature, below 25oc. It was transported to the hospital following recommendations in a cooler with gelox. In the hospital, it was stored in a standard refrigerator (2 to 8 degrees) by the hospital pharmacy. At the time of use, a pharmacy modified the refrigerated product for the operating room. The scrub nurse later reported that a blue syringe was showing signs of freezing, with the label a little stained, but she proceeded to mix the components normally, and visualized that the amount of liquid was less than normal. However, the sealant was prepared normally, still cold. At the time of use, the gel did not form; the product remained liquid after application. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Duraseal was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.